Event description:
Caller reported that all deliveries stopped due to an undefined alarm, preventing the pump from resuming insulin. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections or backup pump for insulin therapy.